Event description:
It was reported that the patient had no stimulation from their implantable neurostimulator (ins) and high impedances were measured (>4000 ohms). It was noted that the patient was able to feel the stimulation after the implantation. Follow up attempt for additional information yielded no new information. If additional information is received, a follow up report will be sent.